Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a white screen. Service evaluation verified the white screen. The cause was identified to be the processor printed circuit board, which was replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device displayed a white screen. No additional information is available.